Manufacturer narrative:
The system remains implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that data from this patient was undergoing a pulmonary vein isolation (pvi) procedure with the use of catheters and a transeptal puncture was performed. The system appeared to show minute ventilation (mv) sensor artifact on the right ventricular (rv) channel which was over sensed and resulted in pacing pauses greater than two seconds for the dependent patient. Shock impedance was 29 ohms. A boston scientific technical services consultant stated there is concern regarding a compromise of the right ventricular (rv) lead. The consultant reviewed the strip which showed noise on all channels which is electromagnetic interference (emi). The patient also has pause dependent ventricular tachycardia (vt) and went into an arrhythmia which anti-tachycardia pacing (atp) and one shock did not terminate. The patient required external rescue prior to the second shock delivery through the device. A lead revision procedure will most likely occur in the near future. No other adverse patient effects were reported.